Event description:
It was report "hickman inserted (B)(6) 2012. Sutures removed (B)(6) 2012. Line fell out a week later. This patient wa a pulmonary hypertensive patient who had a life saving infusion running through the line 24 hours a day and therefore when the line became dislodged, it was an emergency.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of huwb1243 showed no other similar product complaint(s) from this lot number.